Event description:
Additional information was received from the patient who reported that her previous healthcare provider (hcp) ¿killed¿ them. Per the patient, the hcp accidently missed the pump when doing the refill and put the medicine in their skin, walked out, and they ¿died¿. The patient also stated the site was bruised. Per the patient, it took 4 doses of ¿narceine¿ to bring them back. The patient stated they were ¿happy and alive¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration at a dose of 900.5 mcg/day, unknown baclofen at a dose of 300.2 mcg/day, and dilaudid at an unknown concentration at a dose of 4.503 mg/day via an implantable pump for non-malignant pain. It was reported that the patient went to the healthcare provider¿s (hcp¿s) office for a refill on (B)(6) 2017. The patient remembered lying on the table and poking with the needle. The patient stated she woke up in the intensive care unit (ICU). The patient stated the ICU hcp came in and said they ended up having to give her narco because the patient overdosed (od) on fentanyl and dilaudid due to her pain pump. The patient stated they ended up giving her fentanyl and dilaudid because the patient started seizing. The patient stated the ICU hcp said they went back and forth with fentanyl and dilaudid and narco until the body stabilized. The patient also noted that they put a trach down her throat. The patient noted she was scared. The patient stated that they don¿t know what happened and asked if the manufacturer had the print out from her pump. The patient stated she was hoping the manufacturer had the information, so she could get the truth. The patient stated she was terrified to go back. The patient stated her body was shaking because she was so terrified and scared. The patient noted her personal therapy manager (ptm) was giving a code. The patient stated the patient activation (pa) was disabled. There were no further complications reported or anticipated.